Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my date is (B)(6) for removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("e belly") and pelvic pain ("pelvic pain "). The patient was treated with surgery (surgery to remove essure). At the time of the report, the medical device removal, abdominal distension and pelvic pain outcome was unknown. The reporter considered abdominal distension, medical device removal and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, e belly,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added. Event: e belly were added..fu 1 and 2 process together. On 20-mar-2020: social media received. Reporter's information added.event: pelvic pain were added.fu 1 and 2 process together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my date is may4 for removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.